Manufacturer narrative:
Examination of the returned devices confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cutting blocks are damaged. Update (B)(6) 2017- upon evaluation of the returned devices, the ap cuttling slots have burrs on the corners where the saw blades have come into contact with the blocks. This damage would not prevent usage, but there is material missing.